Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator/sheath assembly for evaluation. The device contained obvious signs of use in the form of biological material. Visual examination of the sheath revealed a crease and split in the sheath body. The crease is typically seen when undue force is applied to the sheath and it buckles, thus causing a bend and possible split. The tip of the sheath was frayed and bent back, also indicating undue force. Examination of the dilator did not reveal any defects or anomalies. The returned sheath was split from 8-35 mm from the distal tip. The total length of the sheath measured to be 4.11" which is within specification per product drawing. The returned dilator was able to advance through the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip". The customer report of a damaged sheath was confirmed by complaint investigation. The returned sheath contained a split and creased body, as well as a damaged tip. All damages are consistent with undue force being applied to the sheath. Dimensional inspection and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: at the time of insertion, the peel-away sheath unraveled at the tip (split at the tip).

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: at the time of insertion , the peel-away sheath unraveled at the tip (split at the tip).